Event description:
Customer reported pump declared altitude alarm 21. There was no reported impact to the customer's blood glucose level. Customer was advised by technical support on preventing altitude alarms and replaced the cartridge to resolve the issue, after which the pump resumed normal operation.